Event description:
Boston scientific received information that this right atrial (ra) lead was replaced due to dislodgement, severed or cut. There was no further information provided. This ra lead was explanted. No additional adverse patient effects were reported.